Event description:
It was reported that a dexcom g7 sensor paired to an ilet bionic pancreas stopped its warmup near completion, the warmup screen disappeared, and the system later displayed a ¿replace sensor now¿ message, after which the user was instructed to replace the sensor and contact dexcom for sensor replacement. Symptoms included no continuous glucose readings and loss of cgm data to the ilet. Outcomes included interruption of cgm-based insulin automation requiring sensor replacement. Investigation included guided troubleshooting to verify alerts, re-enter the sensor pairing code, and restart pairing within the ilet cgm setup. Investigation of this case revealed a cgm sensor performance issue resulting in failure to complete warmup and subsequent sensor replacement prompt, with signal loss to the ilet and no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor failure requiring replacement.